Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow up in clinic, auto mode switch due to atrial lead noise was observed. No interventions will be made. The patient is in stable condition.